Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the patient side manipulator 2 (psm) had resistance when being inserted and was not working. A second drape was installed, with no change. The intuitive surgical, inc. (Isi) clinical sales representative (csr) reporting the issue also stated that when the psm was clutched and forcibly inserted, a message occurred advising that there was unexpected setup joint movement. The site proceeded with the case without using psm 2. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side manipulator (psm) 2 to resolve the issue. Based on the field evaluation, this reported event was confirmed. The system was tested and verified as ready for use. A return material authorization (RMA) was issued requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the patient side manipulator (psm) to perform failure analysis. The psm was analyzed. Failure analysis confirmed and replicated the reported issue. During the failure analysis investigation, resistance on the insertion axis could be felt when extending the psm manually. The unit was started up in normal mode, with no issues. The insertion axis was then exercised, and again, the failure analysis (fa) specialist could feel the resistance when extending the psm. The psm was also driven on the system, but fa could not feel the resistance when driving through the surgeon side console. The unit passed all standard triage testing, including the friction test. Further inspection showed no signs of damage or contamination.

Event description:
Refer to h10/h11 for follow-up information.